Manufacturer narrative:
Initial investigation underway, will advise upon completion of investigation. No pt injury (12/6/2011).

Event description:
While the pt was being transferred from the cart to the operating room table, the foot end of the table slid from the frame when the pt was transferred onto the table. Multiple staff held the table in place, and the pt did not fall. The top was lifted and secured. It was discovered that the t-pin had not been installed prior to pt transfer. As an add'l note, the hosp added table stating "do not remove" to the table where the t-pins secure the pt/table top to the frame.